Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.2 inr. Qc 2: 3.2 inr. Qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
The reporter stated she removed the batteries from the meter and changed the batteries after receiving the questioned result. The reporter was advised on how to set the meter date and time. The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated her husband received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 9:44 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 6.8 inr. At 9:55 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient tests weekly to twice per week.